Manufacturer narrative:
As part of our investigation, while onsite the ess demonstrated the following reprocessing steps for the staff members: pre-cleaning, leak test, manual cleaning, and storage. The customer will be using a non-olympus automated endoscope reprocessor and the ess informed the customer that they will need to contact the manufacturer of the product for their instructions and guidelines. The customer provided a return demonstration of pre-cleaning, leak testing and manual cleaning. The reprocessing on-track forms were emailed to the facility¿s manager. The scope was not returned to the service center for evaluation. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during an in-service with an endoscopy support specialist (ess) at the customer¿s site, it was noted that the scope was being improperly reprocessed. The ess observed that the customer was not using the air water channel cleaning adapter during pre-cleaning, they were not aspirating detergent solution at manual cleaning and they were manually flushing the scope with a syringe without the injection tube. There was no patient infection reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer (lm) investigation. Please see the updates in sections. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer provided the following possible cause for the reported event were as follows: the legal manufacturer presumed that the user facility did not train reprocessing staff sufficiently on device handling and reprocessing in accordance with IFU. The legal manufacturer referenced the IFU inserts below. The IFU (reprocessing manual) warns on insufficient reprocessing as follows: 1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. IFU (reprocessing manual) warns on insufficient reprocessing of the channels as follows: 1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators. IFU (reprocessing manual) states detailed information of usage and cleaning steps of air/water channel cleaning adapter and injection tube in section 2.3 and 2.8. The legal manufacturer confirmed the subject scope was shipped in accordance with specifications via DHR.